Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date and a drain was used. The drain became clogged which resulted in a hematoma. Additional information has been requested.